Manufacturer narrative:
Two opened probes were returned, one with a tip protector and one without a tip protector, in a tray, for the report cutter did not work; did not cut. Sample #1 was visually inspected and found to be non-conforming with dried foreign material in the port and along the probe needle, orange/brown foreign material on the port face, and clear foreign material also on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration. The sample was unable to be tested for cut functionality due to the actuation failure. Sample #1 was then disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at a couple locations along the inner cutter. Significant resistance was felt when removing the inner cutter from the probe needle. The sample was tested with a syringe and resistance was felt. A wire entered the aspiration path but did not go through. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference was removed the probe was able to actuate. Sample #2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that one of the returned samples (sample #2) was functionally conforming. The complaint evaluation indicated that the other returned probe (sample #1) had actuation and aspiration failures. The probe was unable to be tested for cut functionality, however, the observed actuation failure would have contributed to a cut failure, as was reported. The most likely root cause for the actuation failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. A possible contributing factor to the damaged/worn inner cutter is foreign material between the cutter and the needle, which could have cause the resistance observed when removing the cutter from the needle. The most likely root cause for the aspiration failure is the foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the probe being used in surgery as was evidenced by the wear evaluation of the inner cutter. No specific action with regard to this complaint was taken by the manufacturing location because the root cause of the observed actuation failure and foreign material cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
The issue occurred with two vitrector probes during one procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrector probe did not cut during a vitrectomy procedure. It is unknown if the aspiration was present. The procedure was completed with a new pak. There was no harm to the patient.